Event description:
It was reported that during procedure the green plastic was coming off the tip. Less energy was noticed. There was fiber tip degradation and fraying. The procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Functional testing identified that the aim beam light was distorted. Upon microscope inspection it was identified that the connector was in good condition, however, the fiber tip was broken. Therefore, the reported event was confirmed. Device history record (DHR) review confirmed that the device met all material, assembly and performance specifications, and therefore the failure was unlikely related to manufacturing. The device instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement.

Event description:
It was reported that during procedure the green plastic (ptfe jacket) on the fiber tip was coming off. Less energy was noticed. There was fiber tip degradation and fraying. The procedure was completed using another fiber. There were no patient complications.

Event description:
It was reported that during procedure the green plastic (ptfe jacket) on the fiber tip was coming off. Less energy was noticed. There was fiber tip degradation and fraying. The procedure was completed using another fiber. There were no patient complications.